Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: friday (B)(6) 2015: lab 4.1, monday (B)(6) 2015: inratio 1.9, tuesday (B)(6) 2015 lab 3.5. The dosage of phenprocoumon between testing is unknown; the patient's therapeutic range is unknown. When testing was to be performed, finger disinfected and not wiped dry. (Note: this MDR filing is due to the device being the same or similar as a device available in the us).

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot k366399 meets expectations. The product performed as expected. A review of the manufacturing records for lot# k366399 did not uncover any non-conformances. The lot meets release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.